Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 21323420, model/catalog description: artisan lead 50 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having a staphylococcal infection at the left flank wherein the ipg was located. Symptoms were redness and puffy incision site that was opened. The physician does not believe that it was device related and procedure related. It was also unknown the cause or contributor of the infection. The patient was placed on antibiotics and underwent an explant.